Manufacturer narrative:
Zimvie received one (1) phd01n, (narrow standard hex driver-24mm) for evaluation. Visual evaluation was performed, there was signs of use, the drivers tip was fractured. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the phd01n dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: fracture¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00291-haz, the most likely root cause determined from the investigation was clinician applied a force/torque exceeding the recommended value during placement/seating. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: phone number: (B)(6).

Event description:
It was reported that the tools fractured. Procedure was completed with other item.